Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The control panel of the cp5 was replaced and a functional verification was performed. All test were successfully completed and the device was placed back in service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to this case will be received in the future, they will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the display of the centrifugal pump 5 (cp5) was intermittently unresponsive during a procedure. There was no report of patient injury.